Manufacturer narrative:
Additional information: during subsequent follow up with the surgical systems service director, it was stated that there was not a physical burn noted on any assessment during the patient's hospital stay. The patient disclosed the injury during a follow up appointment. The surgical systems service director did not have photos of the injury, but said it was a single burn to [the patient's] leg where the patient grounding pad was placed. There was no arcing/sparking noted during the procedure and there were no other intraoperative issues other than the weak energy. The patient neutral pad was replaced and worked fine afterwards and was manufactured by medline, who was not notified of this event by the site.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The erbe was returned to the original equipment manufacturer (OEM) and evaluated. A thorough examination of all the monopolar, bipolar, and neutral electrode sockets was performed, and all sockets were verified for their functionality and circuitry, and produced values within specification. A review on the error history listing revealed a constant m-ob error code which was normally associated with user induced on grounding pads or incorrect neutral setting. Despite of intensive analysis, no fault found, and no evidence of malfunctioning was observed after the unit successfully passed all the required and recommended testing.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was initially reported that during a da vinci assisted hysterectomy, monopolar energy was weak. The customer changed the monopolar curved scissors (mcs) and permanent cautery hook (pch) and 3 monopolar energy activation cables, with no resolve. The surgeon increased the energy levels to cut 4 and coagulation 3, and the erbe was later power cycled, but the issue did not resolve. During follow up with the or staff, the technical support engineer (tse) was informed that after the initial call, it was found that the issue was resolved by replacing the patient neutral pad. Later, follow up with the biomedical engineering department from the site stated the event was described to him as the bovie pad becoming bent during the procedure and caused a potential spark while energy was activated. The supply chain manager from the site reported that the patient stated she suffered an electrical shock that burnt her thigh and has ongoing nerve pain from the burn that has impaired her recovery and quality of life. Additionally, the patient has been seeing a wound-specialist.

Manufacturer narrative:
The erbe generator was returned to intuitive surgical, inc. (Isi) and failure analysis (fa) could not reproduce or confirm the customer reported event. The unit energized and cauterized all ports as well as properly recognize instruments. The error log for the unit shows errors indicating there were multiple activation requests. On startup, the unit did not display the saved settings. Rather, it defaulted to higher settings twice during testing. On the third attempt, the setting saved. The unit will be returned to the original equipment manufacturer. Each monopolar instrument, with remaining lives, was used in subsequent procedures without complaint. A system log review did not reveal any system errors that would have caused or contributed to the reported event. Section d10 concomitant products: xi®/x¿ monopolar curved scissors (part number: 470179-19, lot number: k10230824-0734). Xi®/x¿ permanent cautery hook (part number: 470183-14, lot number: k11220124-0072). Xi®/x¿ permanent cautery hook (part number: 470183-16, lot number: k11230122-0037). Xi®/x¿ permanent cautery hook (part number: 470183-16, lot number: k13230405-0127).